Event description:
It was reported that the pulse generator exhibited back-up mode and telemetry anomaly. The device was replaced.

Manufacturer narrative:
Final analysis found the pulse generator to be in backup operation due to multiple bits flipped. The product code was reloaded to restart the device, and the backup operation did not recur.